Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual devices used in this incident, it was determined that the fingerprint process was failed and user was unable to login. A technical support specialist (tss) dialed into stations and found no abnormalities. The tss restarted the stations, and the advised the customer to recheck if the issue persisted. The tss then connected to the stations and followed knowledge article 'bio ID not working in hta nor med application - med app logs show problem while initializing bio ID' to reinstall the driver in system. The customer was advised to verify the station again. Additionally, the field service engineer (fse) collaborated with tss to disable universal serial bus (usb) port power saving settings and performed a remote fix. The customer confirmed that the biometric identified (bio ID) issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the devices.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the devices were slowing down the fingerprint recognition process, and it was taking between 20-40 seconds for the bio ID to come up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the devices were slowing down the fingerprint recognition process, and it was taking between 20-40 seconds for the bio ID to come up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.